Event description:
It was reported there was telemetry failure. The rf (radio frequency) head was returned for repair and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the cable was out of electrical specification and was replaced. It was also noted that the lens was cracked on the upper case and the label was missing. (B)(4).